Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was returned. However, the reported event could not be verified as the exact details of event were non-verifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number and no other complaint was identified. Functional testing was performed with in-house device however, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the screw loosened. Tooth site #2.